Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with an unspecified antibiotic (intraperitoneal, twice a day) for this event. At the time of this report, the patient has not recovered. Pd therapy was ongoing. The reporter decline declined to provide additional information.